Event description:
Philips received a complaint on the v60 ventilator indicating that the device had turned on and off by itself. The device was reported to outside of use at the time of the reported problem. There was no patient or user harm reported. The customer informed the remote service engineer (rse) of the issue and the rse requested that a field service engineer (fse) be sent to the customer site for on-site verification of the issue and service of the device. This investigation is ongoing.

Manufacturer narrative:
Additional information was received that the central processing unit (cpu) printed circuit board assembly (pcba) had been replaced. The field service engineer (fse) is now requesting assistance with enabling the cpu pcba options associated with the customers v60 device that the cpu pcba was installed in. These options enabling assistance is pending. The investigation is ongoing.